Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the elective procedure to replace this patient's device, this right ventricular (rv) lead exhibited elevated threshold measurements, decreased pacing impedance measurements and no capture despite maximum device outputs. Therefore, this lead was removed from service and replaced during the procedure. No adverse patient effects were reported.